Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician replaced the brake block, bushing, stiffener plate and brake/steer caster to repair the bed.